Manufacturer narrative:
To date a lot number has not been provided and therefore we are unable to perform a lot review, including sterility records, to determine if there were any non-conformances reports with this issue to date samples have not been returned for review and analysis. Without receiving sterile samples to review/test or receiving details regarding the pre-operative preparation of the device, procedure performed, the surgeon¿s technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the report of wound dehiscence, results of cultures taken to confirm the infection a definitive root cause cannot be determined at this time. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device. In vivo studies demonstrate that the monoderm device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of monoderm¿ device is essentially complete between 90 and 120 days.

Event description:
Our distributor is reporting a patient had a right total knee arthroscopy (tka) on (B)(6) 2019. The patient reported back to the surgeon the suture had broken down which caused the incision to open resulting in an infection. No cultures results were provided to confirm the infections. No details of the post-operatives intervention were provided.